Manufacturer narrative:
There was no report of diagnosis or treatment based on the lower results. The device has been evaluated and the results of the investigation are still pending.

Event description:
On (B)(6) 2012, a customer reported that the abl80 flex analyzer generated a po2 result for one pt that was 10-15 mmhg lower than the value expected by the physician. Customer stated that the pt sample was arterialized blood collected in capillary tubes.